Event description:
It was reported that the burr catheter was fractured. The target lesion was located in the coronary artery. A 1.25mm rotalink burr was selected for use. During the procedure, the burr catheter got fractured. The procedure was completed with another of the same device. There were no complications reported, and the patient was good and stable post procedure. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and severely calcified artery. During the procedure, the burr also stuck from the lesion. It was thought that the speed was lower than intended and stuck was noticed. The catheter was removed normally and completed the procedure.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). H6 device codes: updated.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that the burr catheter was fractured. The target lesion was located in the coronary artery. A 1.25mm rotalink burr was selected for use. During the procedure, the burr catheter got fractured. The procedure was completed with another of the same device. There were no complications reported, and the patient was good and stable post procedure. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and severely calcified artery. During the procedure, the burr also stuck from the lesion. It was thought that the speed was lower than intended and stuck was noticed. The catheter was removed normally and completed the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual and microscope inspection of the device did not identify any damages or defects. The returned burr catheter and a test advancer were connected to which was then connected to the rotablator console control system to test for rotation. When the foot pedal was pushed, the device was able to reach and maintain optimal speed without issue or resistance. E1 initial reporter phone: (B)(6). H6 device codes: updated.

Event description:
It was reported that the burr catheter was fractured. The target lesion was located in the coronary artery. A 1.25mm rotalink burr was selected for use. During the procedure, the burr catheter got fractured. The procedure was completed with another of the same device. There were no complications reported, and the patient was good and stable post procedure. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and severely calcified artery. During the procedure, the burr also stuck from the lesion. It was thought that the speed was lower than intended and stuck was noticed. The catheter was removed normally and completed the procedure.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the burr catheter was fractured. The target lesion was located in the coronary artery. A 1.25mm rotalink burr was selected for use. During the procedure, the burr catheter got fractured. The procedure was completed with another of the same device. There were no complications reported, and the patient was good and stable post procedure.